Event description:
A health care professional stated posterior capsule ruptured upon implantation of lens into the eyes. Multipiece company lens was used as the replacement to complete the surgery on the same day. The patient was discharged. Additional information has been requested and received stating that the posterior capsule rupture happened due to patient could not stand the pain during iol implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).